Event description:
It was reported that the patient complained of feeling syncopal, and was found to have a heart rate in the 20s. It was not possible to interrogate the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.